Event description:
Healthcare professional previously reported "left side itching, pain, capsular contracture, baker grade IV". Patient later reported "breast implant illness". Healthcare professional later reported "possible rupture, capsular contracture baker grade unknown, and removal from textured to smooth due to the concerns of the product". Healthcare professional later confirmed there is no rupture for this side. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "left side itching, pain, capsular contracture, baker grade IV and "removal from textured to smooth due to the concerns of the product." Patient later reported "breast implant illness". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - anxiety-product/procedure: unable to observe. - capsular contracture: unable to observe. - other-medical: unable to observe. - pruritus : unable to observe. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b5, d4, d6b, d9, g2, h3, h4, h6.

Manufacturer narrative:
Corrected data: a2, a4.

Event description:
Healthcare professional previously reported "left side itching, pain, capsular contracture, baker grade IV". Patient later reported "breast implant illness". Healthcare professional later reported "possible rupture, capsular contracture baker grade unknown, and removal from textured to smooth due to the concerns of the product". Healthcare professional later confirmed there is no rupture for this side. This record is for the left side. Device was explanted and replaced.